Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s legal guardian reported that the patient¿s blood glucose level increased to 24.6 mmol/l (443 mg/dl) while wearing the pod between 5 and 24 hours. It was reported that the pod was not administering insulin, which prompted removal of the device. Upon removal from the infusion site (arm), blood was observed within the pod¿s cannula.

Manufacturer narrative:
The pod was received with the soft cannula deployed. The download data from the pod showed no timeouts or drive stalls occurred, indicating no mechanical struggle caused by blockage of the cannula subassembly. During fluid path testing, fluid flowed freely through the complete fluid path. No blockages or occlusions were observed in the cannula.